Manufacturer narrative:
Service was not dispatched to the site to investigate the event. An applications specialist was immediately dispatched to the customer site upon report of this event to investigate sample handling issues. The instrument has been investigated and serviced extensively during the previous couple of weeks and a preventative maintenance (pm) had been performed. Therefore a field service engineer (fse) was not dispatched to the customer site. Although sample handling issues are being addressed with the customer, a definitive root cause for this event has not been determined to date. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 through (B)(6) 2010 for add'l reportable events.

Event description:
The customer contacted beckman coulter inc, (bci) in regards to erroneously elevated accutni (troponin I) result in the risk stratification range for one pt. The result was generated on a unicel dxc 600i synchron access clinical system. The customer aliquoted and re-spun the sample prior to rerunning the sample. The customer re-ran the sample on another instrument using alternate methodology and the result was negative. The initial result was reported outside the laboratory. There are no reports of any adverse pt consequence or any medical intervention to prevent or preclude any adverse pt event.